Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 140 units and remained static. Reportedly, the cartridge was filled with 280 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued using the original cartridge with the pump.